Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure to replace the reservoir due to it had a hole. A new 100 ml reservoir was implanted. No information about the patient's outcome was provided.